Manufacturer narrative:
The occupation is patient.

Event description:
The patient's wife stated that the patient had an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:29 p.m., a sample from the patient was tested on the meter, resulting as 5.3 inr. The patient then went to the emergency in order to get a vitamin k shot. When at the emergency room, a sample was collected from the patient and tested in the laboratory with the dade innovin method at 9:15 p.m., resulting as 3.7 inr. Based on the laboratory value, the patient was not given a vitamin k shot. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed based on the meter result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient may be anemic. The patient does not have antiphospholipid antibodies. The patient did take heparin in preparation for dialysis on (B)(6) 2018. The patient did not take heparin on the day of testing ((B)(6) 2018). The patient has a low phosphorus, low potassium, and "low salt water intake" diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter and one test strip were returned for investigation. The returned meter and strip were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 49% . Donor 2 hct: 44% . Testing results: donor 1: retention meter with masterlot strips: 2.1 inr. Customer meter with customer strip: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.6 inr. Customer meter with masterlot strip: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.